Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's scs has failed. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient's scs has failed. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patient's scs has failed. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.